Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient who underwent an unknown procedure with unspecified mentor saline breast prostheses developed the following: hives, hair loss, severe inflammation, anxiety, skin problems, energy level problems, and continuous weight gain. As a result, the patient underwent bilateral explantation on (B)(6) 2018. This case was not confirmed by a healthcare professional. This medwatch report is for the right breast prosthesis.